Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl and the sensor glucose was 90 mg/dl. The customer was assisted with troubleshooting. The customer stated that the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 90. Suspend on low limit in sensor settings was 90 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device will not be returned for analysis.